Event description:
Ttm therapy (targeted temperature management) running as ordered since 0845; at approximately 1000, rn (registered nurse) noted fluid in tubing and IV bag to be yellow in color, was previously clear; ttm therapy stopped, provider notified; zoll clinical rep notified and instructed to remove start-up kit/tubing and reinitiate therapy with a new kit and new IV bag; catheter checked per clinical rep directions with no issues noted, no blood noted with pulling back on the catheter ''in" port with designated syringe; new start kit primed and set up and therapy re-initiated with no issues; per instruction, start-up kit and fluid bag saved in biohazard bag to send to the company for inspection. Manufacturer response for system, hypothermia, intravenous, cooling, start-up kit custom luer (per site reporter). Not known.